Manufacturer narrative:
Product analysis: the guidewire was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a 26-millimeter (mm) transcatheter bioprosthetic valve, a confida guidewire was positioned in the left ventricle (lv) and the valve was partially deployed and dislodged. The valve was recaptured and partially deployed at 3mm below the annulus and dislodged a second time. After the valve was recaptured, the pigtail catheter was no longer in the bottom of the non-coronary cusp (ncc) needed to be repositioned and rewired. Once confirmed the valve was deployed to 80% at 3mm on the ncc. When no pressure or rhythm were noted the valve was recaptured and withdrawn from the patient. Echocardiogram noted a pericardial effusion and began chest compressions and pericardiocentesis. Subsequently, bypass was initiated, and the chest was opened. Perforations on both the right ventricle (rv) and lv were noted. Per the physician, the root cause of the pericardial effusion was related to the lv perforation. The lv was patched, and a non-medtronic surgical valve was implanted. Transfusion was administered, and a distended abdomen caused by a disseminated intravascular coagulation (dic) was noted. Per the physician, the cause of death was perforation of the lv and the confida wire may have caused the lv perforation. Subsequently, the patient expired on the table. No autopsy was performed.